Event description:
Information in reference to a clinical trial was received. This event describes patient experienced stenosis at both ends of the wrapsody and stenosis of non-target lesion. Associated with these stenoses, the patient developed an aneurysm in the puncture area and prolonged bleeding after needle removal. The avf also showed signs of hyperflow. Endovascular treatment of the stenosis and implantation of a new wrapsody were performed. Surgery was also performed to reduce avf flow using the miller bandage technique. The patient progressed with improvement of symptoms and significant reduction in avf flow.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available,it will be submitted in a supplemental report.